Event description:
It was reported that after one month of surgery, the patient with an inflatable penile prosthesis (ipp) presents a fold in the prosthesis in the middle third of the left side. The fold was confirmed by a magnetic resonance imaging examination report. No patient complications were reported.